Manufacturer narrative:
The device was returned to an authorized resmed third party service center and an evaluation confirmed the complaint. The pneumatic block was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device did not provide pressure. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device did not provide pressure. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral pneumatic block (pb) was returned to resmed for an investigation. Performance testing confirmed the reported complaint and the device failed to complete its internal self-test. Visual inspection of the pneumatic block revealed contamination. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to process contamination. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).